Manufacturer narrative:
(B)(4). Following the investigation of the customer's meter and test strips, the complaint was not confirmed and no new issues or errors were observed. All results were within range specification for the device.

Event description:
A customer reported that they obtained imprecise sequential readings on their freestyle lite meter. The customer reported that they obtained readings of 5.2mmol/l and 1.1mmol/l within a ten minute timescale. When plotted on a parkes error grid, the results fell in the 'c' zones, which is considered clinically significant. There was no report of death, serious injury or mistreatment.